Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted into the emergency room previously. Customer also reported receiving several no delivery alarms on the insulin pump. Customer stated they were administering a bolus when the alarm occurred. The customer reported changing the infusion set, but their high blood glucose persisted. The customer's blood glucose was 477 mg/dl. Customer also reported going to urgent care on 08/04/2015 for high blood glucose. Customer was not treated at urgent care. The insulin pump will not be returned for analysis.